Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was changing the reservoir and the insulin pump alarms no delivery during manual prime. Customer's blood glucose was 321 mg/dl. Troubleshooting was performed and the alarm was resolved by switching out the reservoir. Customer declined reservoir replacement and is not returning the reservoir for analysis.